Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer declined additional troubleshooting. Multiple follow up attempts were performed by tandem technical support, however, customer did not respond.